Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because data port cover on meter is allegedly folding over a little, leaving it open. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.